Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-jan-2018 with the following findings: during testing, the sleep current reading measured above specifications. The short battery life issue was duplicated during testing. The cgm module was unplugged and re-installed; the sleep current reading returned to specification. The pump case was removed and evidence of moisture corrosion was found. Unrelated to the complaint, investigation revealed that the display was dim and discolored.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.